Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) /2026. On 03/02/2026, it was reported that the patient¿s cgm alarmed at 72 mg/dl. While reaching for a glucose tablet, he fell and could not stand. His wife called 911 and treated him with a glucose tablet and apple juice. A bg fingerstick showed 60 mg/dl. A cgm reading at that time was not checked. Emergency medical services (ems) arrived 20 minutes later. A bg was 120 mg/dl and he did not know his cgm reading. They stayed 15 minutes for monitoring. The patient felt tired and weak but did not need further treatment. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.